Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the ok button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/10/2016 with the following findings: during investigation, the keypad rubber was found to be undamaged and all the keypad buttons responded appropriately to button presses. The keypad was removed to find no contamination or damage to the keypad contacts. The complaint of an under responsive ok keypad button was unable to be duplicated.